Manufacturer narrative:
Follow-up #1 date of submission 01/18/2017-device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2016 with the following findings: a review of the black box indicated multiple reboots occurred on 11/01/2016. Visual inspection revealed a hairline crack in the battery compartment. The battery cap was stuck onto the pump and had to be forcibly removed. Investigation revealed that one of the battery cap contacts was out of specification regarding the height of the contact, and one contact was out of specification regarding the width. Additionally, the battery cap threads were found to be damaged. There was evidence of moisture found on the underside of the battery cap. Leak testing revealed a battery compartment leak. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was opened and no internal damage was found. The complaint of a power issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed a crack in the display lens bezel. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 600mg/dl associated with an intermittent power issue. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the battery compartment was cracked and the battery cap was unable to be tightened. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.